Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was initiated at mako surgical. The rio session files were reviewed. All values were found to be within acceptable tolerances. The data suggest the rio operated as expected. The evaluation is ongoing, and a supplemental report will be submitted when results are obtained.

Event description:
The surgeon had performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system on (B)(6) 2013. Mako was informed that the patient dislocated the hip once, approximately in (B)(6), while standing up from the toilet. The patient had closed reduction. The patient again dislocated recently. The surgeon removed the pst shell and ceramic head. He replaced the head with a size 28 +3.5mm to accommodate a stryker mdm shell.